Event description:
It was reported to philips that the system failed to start, with intermittent startup issues on a allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Cold restart performed; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).